Event description:
An optometrist reported a pt with inflammation and double vision of the right eye at lasik post-op visit. Add'l info indicated the pt's topical steroid dosage was increased. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).